Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon fired two clips and then the third clip fell off of the cystic duct. He then fired again and the clips feed sideways and had malformed clips as they came out. The case was completed with another like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).